Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a common femoral artery was achieved with two proglide devices with a 6f sheath using the pre-close technique prior to transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture ends of both proglide devices were noted to be shredded/split. The sheath was upsized to larger than 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.